Event description:
It was reported that during the implant attempt that the shipping stylet pushed through the seal, and then the guidewire would not pass through the tip afterwards. The lead was not implanted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.